Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by a perfusionist that multiple cardiosave pumps had experienced repeated catheter restriction alarms across several patients at their facility. No patient harm or injury was reported.